Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Noticed in cpd that the two right angled retractors in the mako black leg holder set are severely damaged due to being hit by the saw blade.

Manufacturer narrative:
Reported event: customer reported that the two right angled retractors in the mako black leg holder set are severely damaged due to being hit by the saw blade. Device evaluation and results: device evaluation was performed and the smiley retractor event was confirmed. Device history review: review of the device history records indicate 150 devices were manufactured and accepted into final stock on 12-21-17 with no reported discrepancies. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the smiley retractor. There have been no other events for the referenced lot number. Conclusions: the smiley retractor was inspected under a microscope, revealing multiple spots where it was hit by a cutting tool. Material from the surface of the retractor appears to have been removed as a result of contact with the cutting tool. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
Noticed in cpd that the two right angled retractors in the mako black leg holder set are severely damaged due to being hit by the saw blade.